Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, the device did not secure closure as a cuff miss had occurred due to scar tissue. A non-abbott closure device was used unsuccessfully and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is in the process of being certified in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the account reported that it had been discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.